Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and ECG monitoring stress testing in pads mode without duplicating the reported malfunction. The device was recertified and returned to the customer. Review of the device history logs indicated the device was able to display an ECG signal through pads while in defib mode. The device was then switched to pacer mode and pacer: ECG lead fault message displayed. By design, the ECG signal cannot be viewed through the pads lead while the device is in pacer mode and can only be viewed through monitoring leads. It is noteworthy to mention the electrode pads used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.